Manufacturer narrative:
E1-reporter address 1:(B)(6). B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was duplicated. During functional testing high alarm with displayed: cassette not attached properly was sounding off and appeared on screen. The reported cause was the downstream occlusion (dso) sensor failure. Replaced the downstream occlusion (dso) sensor to correct the reported problem and bring pump into full functionality. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had a cassette error. There was no patient involvement, and no patient harm/adverse event reported.